Event description:
It was reported during a surgical procedure at the user facility the device would not recognize cables resulting in the procedure being canceled. It was reported there was no medical intervention or adverse consequences affecting the patient.

Manufacturer narrative:
The reported device was received for evaluation; event was not confirmed during testing. Preventative maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported during a surgical procedure at the user facility the device would not recognize cables resulting in the procedure being canceled. It was reported there was no medical intervention or adverse consequences affecting the patient.